Manufacturer narrative:
(B)(4). Additional problem details: the fragment was retrieved by use of graspers during the case. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap bypass, involving the stomach, needle bent while the device was in use (tying stitch) which caused device not to toggle. Staff was also unable to unload needle. Another device was opened and the needle dislodged from jaws while inside patient. The needle was retrieved by the surgeon.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Returned needle had cone marks. Device two had biological residue lodged in device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (premature toggling) which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of obstruction that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.